Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic pancreatectomy. Incident description: surgeon was doing a lap pancreatectomy at the northern hospital. Apparently the clips were not closing properly during the case. And when the surgeon was approaching a critical phase of the procedure, he encountered bleeding, he attempted to use the clipper to stop the bleeding but it broke and pieces fell inside the patient. The surgeon was very concerned by this and had to look around for the broken pieces inside the patient. Unfortunately the device was not kept but photos were taken. Intervention: a 10mm endoclip was opened. Patient status: a patient injury or illness did not occur associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided by the complainant, which showed that the pusher and lockout were broken. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of incomplete clip closure could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic pancreatectomy. Incident description: surgeon was doing a lap pancreatectomy at the northern hospital. Apparently the clips were not closing properly during the case. And when the surgeon was approaching a critical phase of the procedure, he encountered bleeding, he attempted to use the clipper to stop the bleeding but it broke and pieces fell inside the patient. The surgeon was very concerned by this and had to look around for the broken pieces inside the patient. Unfortunately the device was not kept but photos were taken. Intervention: a 10mm endoclip was opened. Patient status: a patient injury or illness did not occur associated with the complaint event.